Manufacturer narrative:
Additional information was received that the patient was reportedly doing well.

Event description:
A report was received that a trial patient had an infection and was admitted to the hospital. Symptoms were pain, fever and yellow drainage. Antibiotics were prescribed and the patient underwent an early lead pull. It was believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a trial patient had an infection and was admitted to the hospital. Symptoms were pain, fever and yellow drainage. Antibiotics were prescribed and the patient underwent an early lead pull. It was believed that the infection was not device or procedure related.